Event description:
This is report 1 of 2. It was reported that a patient experienced peritonitis manifested by weakness, lethargy and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and discharged after fourteen days. Treatment for the event was not reported and the cause was unknown. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13l03096 and h14a18079 there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).